Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion error, which was confirmed during evaluation. A review of the event history log identified downstream occlusion messages. The cause was determined to be the downstream sensor reading out of the calibrated specification range. The force sensor was replaced to correct this condition. A service history review found the device has been serviced for a similar allegation within the last 12 months. During previous servicing the cause was determined to be the force sensor out of specification and it was calibrated to correct the condition. All required service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The reported problem was found in the biomed service department during testing. There was no patient involvement. No additional information is available.